Event description:
It was reported that the patient fell in rehab and hit their head. They were found to have large brain bleed. Due to the extent of their injury, no surgical intervention was performed. Care was withdrawn on (B)(6) 2022 and the patient passed away. The death was not considered to be device or therapy related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. Mlp-029763 was not explanted for evaluation. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.